Event description:
It was reported, the iab was prepped per procedure. The fos was connected properly, but the pump would not recognize the fiberoptics. The clinician stated all connections were tightly secured. The decision was made to insert the iab via the left femoral artery & use the transducer. After insertion, the transducer was zeroed. The pump alarmed "check the iab tubing." Due to the pump alarm, the md decided to remove the iab and replace it with another. While using the same pump, the iab was placed & "worked appropriately". There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.